Event description:
The customer contact reported that during preventive maintenance testing at the user facility, unrestricted flow was noted. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device had unrestricted flow. This was due to a broken door handle which caused the door not to close properly. If the device door is not properly closed, the platen and spring assembly that is located on the device door will not mate correctly with the administration set tubing which could result in unrestricted flow. The probable cause of the broken door handle was mishandling in the customer environment. A calibrated tubing set was used per the device release specifications. This report represents all the information known by the reporter upon query by hospira personnel.